Event description:
This male patient with a history of hypertension and high cholesterol was admitted to the cath lab for angiography, which revaled a >85% stenosis in the distal lma/proximal lad, and a long >75% lesion in the proximal lcx. Heparin was administered via IV. The lma/lad/lcx was predilated with a 3.0 x 20mm balloon to a maximum of 16 atms. A 3.5 x 13mm cypher stent and a 3.5x23mm cypher stent was implanted in the proximal lcx to 16 atms and 10 atms, respectively. A 3.5x 23mm cypher stent was then implanted within the lma/lad to a maximum of 16 atms. The results were reported to be sub-optimal. Post-dilation was conducted. The patient was discharged on aspirin, and plavix. Approximately seven months later, the patient returned to the cath lab where angiography revealed an instent restenosis within the cypher stents implanted in the lcx. This was treated with balloon angioplasty.